Event description:
The customer reported that there was a communication failure error message. This error results in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.